Manufacturer narrative:
Analysis was performed by a philips remote support engineer (rse) which included communication with the customer and historical log file review. The results of the audit log analysis confirms that the relevant spo2 alarms have sounded and were acknowledge by the customer at the bedside device. Spo2 low alarm announced on 06-jan-2026 at 15:36:45, ended at 16:02:22. Spo2 desat alarm announced on 06-jan-2026 at 16:02:15, acknowledged at 16:02:50 at the bedside device. After the log review is was also stated by the rse that a one-minute resolution seems too low for neonatal monitoring where oxygen saturation can rapidly vary, like in the example from 06-jan-2026 at 16:02 with spo2 down to 52 %. The rse recommended to train the end user by a clinical specialist and eventually considering the usage of oxycrg screens with embedded high resolution trend visualization. Alternatively (additionally), using the embedded neonatal event review application with high resolution trend offers more accurate information on events like the reported one. Based on the results of the analysis, the product was confirmed to be operating per specifications and the cause of the reported problem was due to user knowledge. The issue was resolved by providing information to the customer. A review of the service history for this device confirm the problem has not been reported again for this device.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: reporting institution phone(B)(6). E1: reporter phone (B)(6).

Event description:
It was reported that the device did not generate an alarm for desaturation. The device was in use on a patient. There was no report of patient or user harm.